Event description:
Customer reported, the steering mechanism came apart. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the steering mechanism. System operates as intended.